Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the proximal end of the balloon extended beyond the markerband. Details of the lesion are unknown. During inflation of a 2.0x15mm apex otw balloon, the proximal end of the balloon extended back on the catheter beyond the markerband. The physician removed the device from the patient's body and the procedure was completed with a different device. No patient's complication was reported and the patient status is fine.